Event description:
Received info stating pt was experiencing high bg's.

Manufacturer narrative:
T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.